Manufacturer narrative:
Device is a combination product. A synergy ii us mr 3.00 x 28mm stent delivery system was returned for analysis without a distal portion of the device. A visual and tactile examination of the shaft polymer extrusion identified a break in the in the distal inner shaft (blue section) and in the distal outer shaft inner at a site 1462mm distal to the distal strain relief, stretching was noted on the inner and outer at the break site. Stretching was also noted to the distal outer shaft and the proximal inner shaft within on the distal side of the port bond. Multiple sites of stretching were noted on the mid-shaft such that the tab, which is normally positioned under the port bond was positioned 105mm proximal to the port bond. A mid-shaft kink was noted 20mm proximal of the port bond. The portion of the device distal of the break site including the balloon and stent and the tip were not returned for analysis. A red blood-like substance was noted inside the inflation lumen. A visual and tactile examination of the hypotube found multiple hypotube kinks. A guide catheter with haemostatic valve attached was returned with the synergy device. Multiple kinks and evidence of damage at the distal end of the guide catheter were noted, the tip may have been cut off the guide catheter. A metal rod was passed through the guide catheter to identify and any parts of the synergy device were inside. Resistance was met at the guide catheter kinks and distal end however the rod was passed through successfully. No evidence of anything inside the guide catheter. No other issues were identified during the product analysis.

Event description:
It was reported that catheter removal difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous proximal left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment through another stent and got stuck. The patient was taken emergently to the operating room for surgical removal. No further patient complications were reported. It was further reported that this is the same event reported in MDR 2134265-2019-04807.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter removal difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous proximal left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment through another stent and got stuck. The patient was taken emergently to the operating room for surgical removal. No further patient complications were reported.